Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during myomectomy laparoscopic procedure, the thread broke when physician sutured and closed the soft tissue of uterus. He used another new same type of products to complete the operation. There was no patient injury.